Event description:
During a procedure within a renal stenosed artery, the stent dislodged. The report received from the field indicated that, during a procedure within a stenosed renal artery, the stent dislodged, a snare was utilized to retrieve the stent without patient injury or complications. Another corinthian was used to complete the procedure. There was no report of patient injury or complications.